Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to try several button press and charging steps without success, then was provided a replacement pump while planning to use multiple daily injections as backup, and was instructed on putting pump into storage mode, transferring pump settings and cgm connection to replacement pump, and returning malfunctioning pump with a prepaid label.